Event description:
It was reported that stent damage occurred. While outside the patient, during preparation of an angioplasty, prior to implanting inside the patient, stent strut damage occurred. No patient complications were reported in relation to this event. No damage to the packaging was noted.

Manufacturer narrative:
Returned product consisted of a rebel bms balloon catheter and photo media. The device was visually and microscopically examined. There were numerous shaft kinks to the device. There was contrast in the inflation lumen and blood in the guidewire lumen. At 79mm from the tip, the guidewire lumen was buckled for a length of 1mm. The balloon was tightly folded. The stent was attached and in place. There were 4 rows of struts from the distal end of the stent that were lifted and pulled up distally over the balloon past the distal markerband. Normal undamaged stent length of 4 intact struts is approximately 5mm; the total length of the damage to the stent was an approximate length of 7mm. Photo media review was found to be not applicable as no damage was confirmed in the photo provided. The stent appearance was not clear to determine if the damage to the stent was present at the time of the photo. The photo did present the manifold with the reported batch and can confirm the device in the photo is that to the complaint.

Event description:
It was reported that stent damage occurred. While outside the patient, during preparation of an angioplasty, prior to implanting inside the patient, stent strut damage occurred. No patient complications were reported in relation to this event. No damage to the packaging was noted.